Event description:
On (B)(6) 2018 - rv lead had flipped to unipolar. During in office interrogation, lead impedance read <150 ohms in bipolar also. The physician chose to monitor the lead. This lead was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.